Manufacturer narrative:
Qn# (B)(4). The report that the guide wire unraveled was confirmed through examination of the returned sample. The customer returned one swg and a lidstock for analysis. Signs-of-use were observed. The guide wire total length measured 602mm via calibrated ruler, which is within the specification limits of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.807mm using a calibrated micrometer, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional testing could not be performed due to the nature of the damage of the guide wire. A manual tug test confirmed the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." It was reported that the selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this e vent. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire was bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire was bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.